Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient received an implant in (B)(6) 2007. She fell a few years ago and has been having discomfort and swelling. After conservative treatment, the surgeon performed an arthroscopy and determined that the patella had fractured. A revision surgery was performed.